Event description:
It was reported to philips that there was a problem with the flexvision pc did not turn on. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the electrophysiology treatment was delayed and completed after restarting the system. The remote service engineer analyzed the log file and analysis identified that there was issue with power supply connection to flexvision pc. The philips field service engineer inspected the system onsite and confirmed the reported problem. The cause of the pdu dual switch modules failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the two pdu dual switch modules (ny5 &ny11) by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a boot up issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A boot up issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.